Event description:
A report received from the USA stated an 840 ventilator experienced a white upper display, during use on a patient. There were no patient injuries reported.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The cse upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt), the device operated within the manufacturing specifications. (B)(4).